Manufacturer narrative:
Correction block f6, h6, and h11 have been corrected to vascular misplacement. Additional information block b5 and h6 has been updated with the additional information received on november 20, 2023. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. Prophylactic antibiotics were administrated prior to the procedure. Three fiducial markers were placed prior to injection. The procedure was performed under general anesthesia. No adverse events were noted during the procedure. On (B)(6) 2023, seven days post procedure, computed tomography (CT) showed the dispersal of the hydrogel. The even did not lead to a serious adverse event. No medical interventions were taken to address the event. The patient current status was not reported, therefore at the time of this event is unknown. Additional information received on november 20, 2023 it was further reported that the hydrogel is currently surrounding the prostate and in the prostatic venous plexus. No further actions have been taken.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. Prophylactic antibiotics were administrated prior to the procedure. Three fiducial markers were placed prior to injection. The procedure was performed under general anesthesia. No adverse events were noted during the procedure. On (B)(6) 2023, seven days post procedure, computed tomography (CT) showed the dispersal of the hydrogel. The even did not lead to a serious adverse event. No medical interventions were taken to address the event. The patient current status was not reported, therefore at the time of this event is unknown. Additional information received on november 20, 2023: it was further reported that the hydrogel is currently surrounding the prostate and in the prostatic venous plexus. No further actions have been taken.

Manufacturer narrative:
Additional information: block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular. Imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Manufacturer narrative:
Additional information: block b5 has been updated with the additional information received on july 31, 2025. Correction: block f6, h6, and h11 have been corrected to vascular misplacement. Additional information: block b5 and h6 has been updated with the additional information received on november 20, 2023. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. Prophylactic antibiotics were administrated prior to the procedure. Three fiducial markers were placed prior to injection. The procedure was performed under general anesthesia. No adverse events were noted during the procedure. On (B)(6) 2023, seven days post procedure, computed tomography (CT) showed the dispersal of the hydrogel. The even did not lead to a serious adverse event. No medical interventions were taken to address the event. The patient current status was not reported, therefore at the time of this event is unknown. ***additional information received on november 20, 2023*** it was further reported that the hydrogel is currently surrounding the prostate and in the prostatic venous plexus. No further actions have been taken. ***additional information received on july 31, 2025*** it was further reported that the reported adverse event of pain was noted as related to the procedure, no medical interventions were reported related to this adverse event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. Prophylactic antibiotics were administrated prior to the procedure. Three fiducial markers were placed prior to injection. The procedure was performed under general anesthesia. No adverse events were noted during the procedure. On (B)(6) 2023 seven days post procedure, computed tomography (CT) showed the dispersal of the hydrogel. Rectal wall infiltration was noted. The patient current status was not reported, therefore at the time of this event is unknown.